Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies, and routes were not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapy was ongoing. No additional information is available